Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) batteries not charging. The patient was not harmed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and carried out 10-12 error analysis in service. The fse replaced power management pcb and performed device calibrations. The cardiosave was left running with the simulator until 1:00 pm on friday 13 december. The fse checked the unit and there have been no anomalies. The fse proceed with putting the device into operation. After 2 days of continuous operation in simulation, the cardiosave did not present any anomalies. Battery operation tests were carried out for one hour and the batteries were discharged correctly, based on the time of use. Reconnected to the mains and the cardiosave performed the battery charging steps correctly. Checks and calibrations carried out, as per the manufacturer's instructions. The fse had to replace the optical sensor for the presence of the trolley on the cardiosave, due to the fse damaging it during the assembly of the panel. The failure analysis and testing dept. Received part number pcb, power management with a reported unit failure of batteries not charging. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, power management into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Was able to replicate the complaint of the batteries not charging. Sending the board to the supplier per procedure. Failure analysis received from the supplier for the part. Please see attachment. They stated the part passed testing. Root cause for this part is impossible to define as the problem was replicated during the initial investigation. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause per CAPA #566812-rc1 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Rc2 ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) batteries did not charge. There was no patient harm.